Manufacturer narrative:
The reported event of an error message being received during an r-wave measurement, that was unable to be completed, was confirmed. The programmer logs were reviewed by abbott engineering, and it was observed that the telemetry was unstable during the r-wave measurement attempt, resulting in the error to prompt.

Event description:
It was reported that a diagnostic anomaly resulting in inability to obtain r-wave measurements was observed on the device. The device was reinterrogated, and the issue was resolved. The patient was in stable condition.